Event description:
I received a lip filler and wrinkle filler while on a (B)(6) cruise. The spa professional used restylane. 12 days later a sore appeared near my lip and continues to grow bigger. It appears there is something 'oozing' out of the pores. I have been unable to clear up the open wound with over the counter treatment. Lip enhancement and wrinkle reducer. Duration: 60 mins.